Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values six days after the sensor was inserted in the arm. The patient was unresponsive and feeling ill, the cgm was reading 6.5 mmol/l and the blood glucose reading was 1.6 mmol/l. The patient was treated by the parents and was given glucose lollies. The parent stated that the patient did not lose consciousness but did not respond to verbal communication. There was no documentation of medical intervention. At the time of the report, which was the same day as the event, the patient was still a bit shaky, and the blood glucose reading was 7.1 mmol/l. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.